Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.

Event description:
It was reported that during an unknown procedure, the device was fired and no staples formed. The staples were "u" shaped. It is unknown what was used to complete the procedure. It is unknown if there were any consequences to the patient. The device was discarded. No further information is available.additional information was sought, but no response received.